Event description:
It was reported the patient¿s implantable neurostimulator (ins) had moved up. When the patient turned over, the ins moved up too high and it hurt. Prior to this the ins was lower. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3387s-40, lot# v648226, implanted: (B)(6) 2012, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3387s-40, lot# v838541, implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer reported that their current implantable neurostimulator (ins) was causing them pain because it was implanted too high. Due to insurance, the patient had to change health care providers (hcp) and the new hcp did not put their current ins in the same place as their first ins. The ins was three inches from the patient's collar bone and it was causing a lot of pain. While the patient slept, the ins moved and would start to hurt. The patient would have to turn over to their other side where the ins was actually supported. The patient had a mammogram done and the hcp showed them the pictures, which showed the ins was definitely high. The patient addressed the pain with their neurologist and primary hcp. The neurologist told the patient to wear a bra and get a broader bed. The patient could not afford to have a revision until they are due for a replacement. The patient needed to have an electrocardiogram (ECG) and they could not do it because the device was interfering and making the "wires go crazy." With the patient's prior ins, they were able to do an ECG with no problems. The patient thought the interference was due to the ins being placed incorrectly and too high. The patient&#38112;indication for use is parkinson's dual and movement disorders.